Manufacturer narrative:
H11. Correction- after investigation is was discovered that the revision reported in this MDR did not involve exactech devices. Information was submitted via complaints.ru.kz@stryker.com for the correct device company. No other information is available.

Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2019. Approximately 1 year and 5 months after the first revision the patient had a second right knee revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2021. Diagnosis: pain and swelling due to total right knee revision. Findings: large benign appearing effusion. Chronic synovitis.

Manufacturer narrative:
Pending investigation.